Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown locking screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had an open reduction internal fixation of the distal radius on unknown side on unknown date due to bone fracture. Patient was implanted with one 2.4mm variable angle (va) locking compression plate (lcp) 2 column volar distal radius plate and unknown quantity of locking and cortical screws. Patient reported pain at the distal radius on unknown date. Patient had hardware removal surgery on (B)(6) 2017. All hardware was easily removed and did not require medical intervention. All hardware was intact. Since the bone healed, surgeon did not revise the patient to any new hardware. Standard x-rays were taken during procedure. X-rays are not available for review. Procedure was successfully completed without surgical delay. No medical intervention required. Patient status/outcome was reported as stable. This report is for unknown quantity of unknown locking screw. This is report 2 of 3 for (B)(4).